Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of the inner portion bd plastipak¿ luer-lock syringe is broken. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
One unused sample was received for evaluation by our quality engineer. Upon visual inspection of the sample, the stopper was observed disconnected from the plunger. No damages or molding defects were observed to the plunger rod that could have caused this defect. A device history record review of lot 1802268 revealed a non-conformance during the production of the provided lot number that may have contributed to the observed defect. During manufacturing, a failure was detected in the assembly process of the stoppers and plungers. The stoppers were incorrectly assembled and once the plungers were moved, the stopper would completely disassemble. Once detected, defective samples were rejected and the mechanical team repaired the failures. The observed defect within the returned sample has been determined a result of this non-conformance. Proper manufacturing personnel have been made aware of this incident. Based on severity and occurrence no formal CAPA is required according to internal procedure.